Manufacturer narrative:
Type of reportable event corrected from malfunction to serious injury. Device evaluated by MFR: the liberte/veriflex stent delivery system (sds) was received. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned between the markerbands and secured to the balloon. The stent was not returned for analysis. There was blood in the wire lumen. The midshaft was stretched. There were numerous hypotube and shaft kinks. The tip was not damaged. The inner diameter (ID) of the wire lumen was measured at both ends and was within specification. The guidewire used in the clinical event was not returned for analysis so another 0.014 kinetix guidewire was used which was successfully advanced through the catheter with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the stent was intact on the stent delivery system (sds) but the stent fell out of place inside the patient's body when the sds became stuck with the guiding catheter. The dislodged stent was fixed to the vessel wall with another stent and the procedure was completed.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left circumflex artery. A 5.00mm x24mm liberte stent was advanced to treat the lesion. However, as the physician pulled the stent delivery system (sds) backward to repositioned the device, the sds was then stuck at the distal opening of the guide wire. The device was removed and it was noted that the stent was no longer suitable for reentry. The procedure was completed with a 5.00mm x24mm stent. No patient complications were reported and patient's status was stable.